Manufacturer narrative:
Health effect: impact code: 4642, additional device required. Investigation findings code: 213, no device problem found. Investigation conclusions code: 4315 cause not established. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: leading end catheter component retention; the IFU specifically lists the following warning: when withdrawing the device delivery system through the introduce sheath, verify all catheter components are intact. Warning: catheter leading end separation or breakage and related potential patient harms have occurred. See adverse events. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g. Cut down) and endovascular techniques (e.g. Snaring, sheath removal).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® iliac branch endoprosthesis (ibe) for a common iliac aneurysm. It was reported that during the procedure, the catheter tip broke upon advancement into the left hypogastric artery. The physician made the decision to leave behind the tip and pin it against the artery wall with a gore® viabahn® device. The artery was still patent with good flow.